Manufacturer narrative:
G2: foreign country - brazil. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. The system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used preoperatively. It was reported that the equipment showed both camera light emitting diode (led)s lit (power on and error led) and it was not functioning. This issue caused a 1 hour or longer surgical delay. Medtronic imaging and navigation were aborted. The surgery was rescheduled. It was noted that the probable cause of the issue was a scratch mark that was identified on the camera due to some impact sustained.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that it was a sacroiliac and thoracolumbar procedure. The patient was intubated with a central catheter and an indwelling urinary catheter.